Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had issues with three tampons from her box. She reported two tampons were missing the string and three tampons had the string break upon removal from the body. She experienced difficulty removing the tampons and alleged one of the tampons took over an hour to remove. She was able to manually remove the tampons and did not seek medical assistance.